Event description:
Related manufacturer report number: 2017865-2023-40410. It was reported, that the patient presented for the revision of the left ventricular (lv) lead on (B)(6) 2023. After they experienced a fall. A chest x-ray confirmed, that the lv lead had dislodged. During the procedure, the right ventricular (rv) lead was discovered to have a couple of insulation breaches on the proximal portion. It was unclear if the breaches occurred, during the procedure or during implant. The lv lead was successfully repositioned. And the rv lead was explanted and replaced. The patient was stable.